Event description:
Since june of 1999, the pt's ICD was being monitored for low impedance levels, reduction in r-waves and in increase in pacing thresholds. The decision was made to induce vf for testing of the ICD. However, the ICD was unsuccessful in converting to normal sinus rhythm and external defibrillation was performed. An x-ray showed normal positioning of the ICD, but monitoring of the impedance during pocket manipulation showed changes in impedance. The abodominal pocket was opened. Upon inspection of the lead, a fracture was observed with only the pace/sense wire intact. A laser explant was performed on the lead. A new lead was connected to the existing ICD. Good r-wave, impedance and pacing thresholds were obtained. A programmer commanded shock was attempted, but was manually aborted after approx 20 seconds when a "strange" sound was reported to have come from the programmer. The same phenomenon occurred again with a second programmer. The ICD's unloaded battery voltage also changed from 3.20v to 3.05v. The decision was then made to explant the ICD and replace it with a v-175ac. The procedure was completed without incident.